Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead recorded a shock impedance measurement of 142 ohms. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested of a local representative to obtain the model and serial number of this lead. This report will be updated once this information is obtained.